Event description:
According to the reporter, during a laparoscopic myomectomy, in suturing the uterus using a continuous suture technique, the needle and thread detached on the first stitch. To resolve the issue, a new suture was used. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: e1 additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the needle was returned disengaged from the suture. One needle was received bent. Instrument marks were noted near the bent site. Upon microscopic inspection of the needle, normal crimp and swage marks were noted. Suture material was observed to be present in the swage, indicating the suture broke off at the swage. The suture length was 18 inches with the loop end. The measurement was made with an aluminum ruler calibrated asset number: nh02505. The foil pouch was inspected and no signs of damage or abnormalities were identified. It was reported that the needle and thread detached on the first stitch. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of suture bent needle that has no relationship to the reported condition. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.